Manufacturer narrative:
The reported product number is imported into the united states by bard; however, the product is manufactured by an outside OEM, tissue science laboratories. Therefore, no investigation will be required by bard. This supplemental is being submitted based on a request dated 03jun2025. This record is follow-up (1) for record 1018233-2012-00953. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged a deficiency against the device. Additional information has been requested, but not received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced follow-up surgeries and a sling takedown, painting of silver nitrate on places that have not healed, sigmoidoscopy, adhesions, bleeding or clotting disorder, bowel obstruction, bowel perforation, chronic constipation, diabetes, pelvic trauma, urinary tract infections, urinary incontinence, and urinary retention. Per additional information received, the patient has experienced grade four recurrent cystocele/rectocele/enterocele (prolapse), blood loss, low blood pressure, stress/urge incontinence, intrinsic sphincter deficiency, failed sling (failure of implant), adhesions, post-menopausal bleeding, abdominal pain, vaginal bleeding, atrophic vaginitis (inflammation), mesh erosion, hot flashes, irritability, mood lability, foreshortened vagina, vulvar lesion/polyp, constipation, granulation tissue, anal fissure/mass, vaginal discharge, urinary tract infections, blood clots, cramping, discomfort/¿feels swollen¿, squamous epithelium with chronic inflammation, dyspareunia, vaginal dryness, irregular menses, pelvic pain, spotting, internal rectal burning (burning sensation), itching, hemorrhoids, right lower quadrant pain, congestive heart failure, anxiety, sadness (emotional changes), change in sleep pattern (sleep disturbances), nocturia, frequency, weight fluctuations, loss of appetite, difficulty chewing/swallowing, loss of urine control, non-healing mesh (impaired wound healing), lower extremity edema, low blood pressure/pulse, urinary retention, unable to void, elevated temperature (fever), shortness of breath/dyspnea, pericardial effusion, stands to void, obstruction, pulmonary edema, nausea, vomiting, white/red blood cells in urine, ¿passed bloody membrane¿, foley catheter replaced, citrobacter koseri/escherichia coli/enterococcus species (bacterial infection) and nonsurgical and additional surgical interventions.

Event description:
The pt's attorney has alleged a deficiency against the device. Add'l info has been requested, but not received.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced grade four recurrent cystocele/rectocele/enterocele (prolapse), blood loss, low blood pressure, stress/urge incontinence, intrinsic sphincter deficiency, failed sling (failure of implant), adhesions, post-menopausal bleeding, abdominal pain, vaginal bleeding, atrophic vaginitis (inflammation), mesh erosion, hot flashes, irritability, mood lability, foreshortened vagina, vulvar lesion/polyp, constipation, granulation tissue, anal fissure/mass, vaginal discharge, urinary tract infections, blood clots, cramping, discomfort/¿feels swollen¿, squamous epithelium with chronic inflammation, dyspareunia, vaginal dryness, irregular menses, pelvic pain, spotting, internal rectal burning (burning sensation), itching, hemorrhoids, right lower quadrant pain, congestive heart failure, anxiety, sadness (emotional changes), change in sleep pattern (sleep disturbances), nocturia, frequency, weight fluctuations, loss of appetite, difficulty chewing/swallowing, loss of urine control, non-healing mesh (impaired wound healing), lower extremity edema, low blood pressure/pulse, urinary retention, unable to void, elevated temperature (fever), shortness of breath/dyspnea, pericardial effusion, stands to void, obstruction, pulmonary edema, nausea, vomiting, white/red blood cells in urine, ¿passed bloody membrane¿, foley catheter replaced, citrobacter koseri/escherichia coli/enterococcus species (bacterial infection) and nonsurgical and additional surgical interventions.